Event description:
Medtronic received information that the patient with this bioprosthetic mitral valve expired. It was reported that this valve was implanted approx 5 years ago, and that an echo exam performed in 2006, noted no anomaly. In 2007, this valve exhibited a paravalvular leak. It was reported that the patient expired due to paravalvular leak and heart failure. There was no further information provided regarding this patient and device.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was not returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this valve met manufacturing specifications when released for distribution. Conclusion: no definitive conclusion can be drawn regarding this event, as there was no product returned. It is not known if the product was explanted following the patient's death, and attempts to obtain additional details from the hospital have been unsuccessful. It was reported that there is no additional information regarding the patient and device. Medtronic continues to monitor field performance to detect similar events.